Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored and contamination was found under the contrast button contact. This report is made based on the results of investigation completed on 02/02/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display. The keypad cover was worn with no visible damages. No tactile issues were found with the keypad buttons. Removal of keypad cover found contamination under the contrast button contact. (B)(4).